Event description:
Patient presented to (B)(6) hospital, located at (B)(6), for a bilateral breast MRI. During the procedure, while being placed inside the MRI machine, the patient was crushed with such force and pressure that caused the patient to suffer fractures through the 7th, 8th, and 9th ribs on the right along the anterior aspect as well as the anterior aspect of the 7th rib on the left.